Event description:
Complainant alleged that while attempting to monitor a male, patient, for syncope, the device inappropriately shut down and would not power back up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.